Event description:
Laparoscopic bilateral salpingo oopherectomy surgeon was cutting sutures; one of the device blades fell off into the pt peritoneum. Blades were retrieved with a magnet. An x-ray was taken to make sure nothing was retained. Pt was not injured. Surgery was played for 45 minutes; however, was completed as expected. Additional info from the voluntary report: during a laparoscopic bilateral salpingo oophorotomy, the physician was cutting a suture with the laparoscopic metz scissors. The blade of one side of the scissors came completely out of the joint and fell into the pts peritoneum. After an unsuccessful attempt to retrieve it while it was visualized, the blade was successfully retrieved using a magnet because the blade was no longer visible. An xray of the abdomen and pelvis was obtained which, resulted in a negative reading.

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation. Additional info from the voluntary report: (B) (6) 2008. (B) (6). Also reported to: manufacturer.